Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) a power on reset (por) error code occurred. There were no traumas or falls related to this issue and the patient didn't recall any recent emi issues. No patient symptoms were reported. The rep. Cleared the por and the issue was resolved. Relevant medical history includes complex regional pain syndrome type I.